Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient stated their transmitter was not working and while they were driving. She stated she was talking to her boyfriend and mother and that her sister was at her mother¿s house and was able to contact 911. They responded to the patient within an hour of trying to locate her. Treatment by the ems is unknown. Additionally, the patient stated at the time of event, the dexcom had been displaying three question marks. Data was provided for investigation. A review of the data confirmed the three questions marks. The probably cause was determined to be sensor noise. No additional patient or event information is available.